Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the terminal ileum/cecum, during a colonoscopy procedure performed on (B)(6) 2014 according to the complainant, during the procedure, an ooze was observed, so the physician elected to place a resolution clip. The clip grasped and locked onto tissue; however, the physician had difficulty releasing the clip from the catheter. Around five to ten minutes after closure, the clip eventually released from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. A kink was noted in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the terminal ileum/cecum, during a colonoscopy procedure performed on (B)(6) 2014 according to the complainant, during the procedure, an ooze was observed, so the physician elected to place a resolution clip. The clip grasped and locked onto tissue; however, the physician had difficulty releasing the clip from the catheter. Around five to ten minutes after closure, the clip eventually released from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.